Manufacturer narrative:
An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01dec2015 through 31dec2018 manufacturing site: [site name]/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 258 complaints for lower back and hip products during this time period for the class/subclass. Of the 258 complaints; 29 complaints has the batch number recorded as ¿unknown¿. The 229 remaining complaints were evaluated; none were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products. There is no further action required. There is no impact; a trend for the subclass of adverse event safety request for investigation for lbh products was not identified. The root cause category is non-assignable (complaint not confirmed). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event for menstrual products. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Covered in blisters after wearing the product for 3 hours [blister]. Case narrative: this is a spontaneous report from a contactable consumer reporting for a customer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The reporter was a store manager for (pharmacy name). A customer came in with a pack of thermacare heatwraps that he bought. It said that the product could not be worn for more than 8 hours and there were 16 hours of pain relief. He was covered in blisters after wearing the product for 3 hours on an unspecified date. The action taken in response to the event was unknown. The outcome of the event was unknown. According to product quality complaint group: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01dec2015 through 31dec2018 manufacturing site: [site name]/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 258 complaints for lower back and hip products during this time period for the class/subclass. Of the 258 complaints; 29 complaints has the batch number recorded as "unknown." The 229 remaining complaints were evaluated; none were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh products. There is no further action required. There is no impact; a trend for the subclass of adverse event safety request for investigation for lbh products was not identified. The root cause category is non-assignable (complaint not confirmed). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event for menstrual products. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (08jan2019): new information received from a contactable consumer includes additional reporter added. Follow-up attempts are completed. No further information is expected. Follow-up (28mar2019): new information received from product quality complaints group included: investigation results. Follow-up attempts completed. No further information expected. Follow-up (18dec2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event blister as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event blister as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.